Event description:
Customer stated that pump repeatedly alarmed error code 13 during testing. Rate and dosage provided were 500 ml/ hr and 1200 ml.

Manufacturer narrative:
Investigation found that pump had no error code 13 in pump's history, but failed diode d7 test. New pcb board was replaced to solve the issue. Reference recall # z-0294-2013.